Event description:
On 2 occasions on the same day, while hanging a dialysis effluent bag to empty the plastic loops tore, spilling the contents of the bag onto the nurse floor. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped).